Event description:
It was reported that during a hammertoe repair the surgeon attempted to insert the peek digital implant, but during the surgery, the implant in the middle phalanx would not seat properly into the implant on the proximal phalanx, and subsequently broke, and the remaining broken portion was buried in the proximal phalanx. Five months postop, the implant that had been embedded in the phalanx dislodged and the patient required additional surgical repair and removal of the implant.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.